Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system was faulting with a non-recoverable error 40241. Site performed a hard power cycle of system and it powered on with 32115 faults on universal surgical manipulator (usm) 2. Site power cycled system again, but 32115 fault returned with error 32115 points to ac_2b and ac_2c on usm2. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. System functionality checked upon powering on the system and the system initially powered on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed however arm 2 became disabled and we were not able to complete procedure robotically with only 3 arms. Site performed a restart, then a hard restart and also had to break several instruments to have them release bowel that they were grasping and then had undock as arm 2 became unfunctionally and proceed the procedure laparoscopically. Technical support was contacted prior to aborting/converting the procedure. The procedure was converted because site could not proceed with the procedure with only 3 robot arms. It is unknown if conversion resulted in increased port size or if the patient tolerated the change well. It is unknown if there was any patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments that had to be broken to release tissue were prograsp forceps and fenestrated bipolar forceps. The technical support instructed the team to use the release kit and once the instruments were removed to send those instruments. No fragments fell inside the patient's body.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and in the logs, and an error was found indicating a fault on the axes controller arm (aca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the aca was inspected, and faults could be identified. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.